Event description:
It was observed, during the device inspection. That the coating on the insertion tube peeled off from the subject device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue: based on the results of the investigation and from the information obtained, it is likely that event was caused by applying the following stress to insertion section. Physical stress such as rubbing or hitting insertion section -chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual) stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) However, the root cause of the reported event could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.